Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation the patient had a second right knee revision on (B)(6) 2016. Approximately 4 months after the second revision the patient had a third right knee revision on (B)(6) 2017. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Corrected the following: medical device problem code, type of investigation, investigation findings, investigation conclusions.